Event description:
Used thermacare heat wrap 8 hr - there was no leakage or tearing of the product but it burnt my back in one place, circular burn with pain and later scab formation which I care for very carefully (I am an rn), received help from sister try to location burn, later self care. Later received phone message recall. I did not have problems with all, just the last one of a box set I had ordered. I was of course concerned when burn occurred. Is the product over-the-counter? Yes; did the problem stop after the person reduced the dose or stopped taking or using the product? No. Reason for use: shoulder / back/ neck tension.